Event description:
It was reported that there was out-of-range right atrial (ra) lead pacing impedance measurements greater than 3000 ohms as well as no capture on ra pacing with this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed the presenting electrogram (egm) and found that the out-of-range impedance resulted in a signal artifact monitoring (sam) episode which automatically disabled the minute ventilation (mv) sensor. This ra lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.